Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and discovered that the upper display had two dead spots in the lower corners. The stm replaced the upper display to resolve the issue. The iabp passed all calibration, safety, and functionality tests to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) has display issues. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.